Manufacturer narrative:
(B)(4). Date sent: 1/28/2022. D4: batch # v9563c. H6: component code: mechanical (g04). Investigation summary: the product was returned for evaluation. In addition, the tyvek was returned along with the instrument. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no damage to the external components. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was actuated on several occasions. The instrument was noted to be locked out. The device was disassembled in order to evaluate the condition of the internal components, and dried body fluids were found inside the shaft, which did not allow the clips to advance. Fourteen clips were also found inside the clip track. No conclusion could be reached regarding what may have caused the feeding incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: insert the clip applier through an appropriately-sized trocar. The empty jaws will passively collapse as they are inserted through a 5 mm trocar and reopen when completely through the trocar. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Prior to loading a clip in the jaws and firing the instrument, ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip." As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic distal gastrectomy procedure, the clip could not be deployed and that damaged the blood vessel during use. It is unknown where of the blood vessel was damaged and bleeding was observed from where the blood vessel was damaged. The amount of bleeding was unknown and is unknown if transfusion was required. Another device was used to complete the case. There were no adverse consequences to the patient. The patient¿s condition is stable. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance were identified. Additional information received: a photo was received for evaluation. During the visual analysis, the following was observed: the photo shows a ligamax device from the top view with the trigger and jaws in the opened position. However, the condition of the device and jaws could not be assessed. Based on the photo the event described cannot be confirmed. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited.